Event description:
It was reported that the patient presented for an implant procedure of the atrial lead. During the procedure, it was noted that the lead had insulation damage. The physician elected to not use this lead, and there was no replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the outer insulation, outer coil, and inner insulation at the proximal region. The cause of the reported event was due to procedural damage.